Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system intermittently had difficulty opening and closing the gantry. Site noted that when the system closes, it occasionally doesn't close all the way. When the system was opened, the site noted that the system 'struggles to open. Site noted that the gantry covers had been recently replaced. There was no patient involvement.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. Not able to verify customer complaint, found no issue with opening and closing the door performed system checkout, device return to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.